Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of the second episode of device expulsion ("2nd one it fell in my uterus so I had to have outpatient surgery") in a (B)(6) female patient who had essure (batch no. B61394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced the first episode of device expulsion ("the first one fell out on (B)(6) 2014 within a month of insertion. She was able to take it out right in her/expulsion"), 1 month after insertion of essure. In 2018, the patient experienced the second episode of device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove "esure"). Essure was removed on (B)(6) 2018. At the time of the report, the last episode of device expulsion outcome was unknown. The reporter provided no causality assessment for the first episode of device expulsion and the second episode of device expulsion with essure. The reporter commented: not sure about her 3 month follow-up check to ensure tubal occlusion. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of the second episode of device expulsion ("2nd one it fell in my uterus so I had to have outpatient surgery") in a 43-year-old female patient who had essure (batch no. B61394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced the first episode of device expulsion ("the first one fell out on (B)(6) 2014 within a month of insertion. She was able to take it out right in her/expulsion"), 1 month after insertion of essure. In (B)(6), the patient experienced the second episode of device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the last episode of device expulsion outcome was unknown. The reporter provided no causality assessment for the first episode of device expulsion and the second episode of device expulsion with essure. The reporter commented: not sure about her 3 month follow-up check to ensure tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.